Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was not at home initially but later called back to receive assistance from technical support. They were provided with information to reset the pump, which resolved the issue without the malfunction code recurring. The customer was advised to continue using the pump and to call back if the issue happened again, which they understood.